Manufacturer narrative:
(B) (4). Reason for late MDR due to implementation of process improvement.

Event description:
The pt experienced a loss of therapeutic effect over the course of 8 weeks. Therapy was usually delivered at 6.1 volts. She more recently had to turn the implantable neurostimulator amplitude up to 9.6 volts to get the same results. The pt had not fallen but had 2 slips where she caught herself. An x-ray revealed that the lead migrated nearly all the way out of the epidural space. The pt was at home at the time of the report. Her status was reported as good. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.